Manufacturer narrative:
Analysis of lead model 3877-45 ln: 0206676567 found no anomaly. Analysis of lead model 3877-45 ln: 0206676566 found the #2, 5, and 7 conductors were broken 2.5 cm from the proximal end.

Event description:
It was reported that the patient had a change in stimulation perception that was sometimes uncomfortable. A lead integrity check was performed via impedance measures that suggested the distal electrodes 13 and 15 were not functioning. There was no patient injury. Additional information reported that stimulation parameters were adjusted to account for the change in the patient¿s stimulation perception. No suitable programming was found. Impedance measurements showed two electrodes on the same lead were not functioning. The patient outcome was unknown, but it was stated that the patient had been using the stimulation prior to the programming appointment even though it was uncomfortable. No devices were explanted. It was noted that the patient was receiving the therapy for peripheral nerve field stimulation.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's two leads were explanted on (B)(6) 2014. The leads were replaced by 4 quadrapolar leads. There was no patient injury and the patient recovered fully. The reason for removal was a loss of therapy.

Manufacturer narrative:
Concomitant products: product ID 3877-45, lot# 0206676567, product type lead product ID 3877-45, lot# 0206676566, product type lead; product ID 37081-60, serial# (B)(4), product type extension. (B)(4).